Event description:
The pump was returned for investigation. Investigation revealed that the display was dim and discolored. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: evaluation revealed that the display was dim and discolored. Unrelated to the complaint, evaluation revealed that the audio bolus button was detached from the pump. (B)(6).